Event description:
It was reported that the guidewire became separated. A procedure was being performed on a 99% stenosed, severely tortuous and severely calcified coronary artery. During the procedure, the rotawire drive tip separated at around 10cm to 15 cm. The physician attempted to removed the separated section with a snare, but was unable to remove the rotawire drive tip from the patient. The procedure was cancelled due to this, however no patient complications resulted from this event.